Manufacturer narrative:
Complaint conclusion: as reported, when the device was removed, the indicator window of the 5f exoseal vascular closure device (vcd) did not change, ¿absence of mobilization of the fins", which would normally prevent the vascular parietal passage of the device. It was therefore impossible to deploy, or ¿drop the device¿ (security preventing the release in the absence of mobilization of the fins). This resulted in an occurrence of a hematoma at the point of puncture and eventually a pseudoaneurysm at the point of arterial puncture. Multiple attempts to gather additional information have been made and have been unsuccessful. The product will not be returned for analysis. The phr review does not suggest that the event experienced by the customer could be related to the manufacturing process. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed. The exoseal instructions for use (IFU) lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are likely contributing factors. Furthermore, users are instructed that during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button (per procedure step 7 in the exoseal instructions for use). The IFU provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the product history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, when the device was removed, the indicator window of the 5f exoseal vascular closure device (vcd) did not change, ¿absence of mobilization of the fins", which would normally prevent the vascular parietal passage of the device. It was therefore impossible to deploy, or ¿drop the device¿ (security preventing the release in the absence of mobilization of the fins). This resulted in an occurrence of a hematoma at the point of puncture and eventually a pseudo aneurysm at the point of arterial puncture. Multiple attempts to gather additional information have been made and have been unsuccessful. One non-sterile exoseal 5f kit along with an unknown sheath introducer was received for analysis inside a plastic bag. Per visual analysis of the unit the exoseal was received fully inserted into the concomitant sheath introducer. The deployment lever was not pressed down, and the plug was attached to the device. The indicator window was received on black/white position. The guard was found pressed and the indicator wire deployed. Blood residues were observed on the unit. Per exoseal functional testing procedure, the indicator window achieved black on black and white with red positions by pulling the indicator wire as expected. Also, the plug was successfully deployed by pressing the deployment lever. Per microscopic analysis, the unit¿s internal components and mechanism were analyzed, and no blockages or damages were detected. The product history record (phr) review of lot 17788000 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿indicator window no change to indicator¿ was not confirmed since the device passed functional analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported issue. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery or vein into the hematoma cavity. This pouch or sac coming off the artery or vein looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall, but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. If a pseudoaneurysm is not detected in time and treated appropriately, it can result in death. A pseudoaneurysm can develop due to any type of penetrating injury to the artery, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. The most common procedural-related risk factors associated with pseudoaneurysms are procedure type (interventional procedures tend to be longer and use larger sheath sizes, so there is more trauma to the vessel), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. Based on the information provided of the event that the product analysis, it is not possible to determine the clinical relationship between the exoseal and the pseudoaneurysm reported. However, patient and procedural/handling factors (possible unusual handling due to no change to indicator) are possible. According to the instructions for use (IFU), which is not intended as a mitigation, during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button (per procedure step 7 in the exoseal instructions for use). The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. In this case, the physician acted in accordance with the IFU and removed the sheath and vcd together and proceeded to manual compression. Additionally, a pseudoaneurysm occurring during or after any catheterization procedure, especially after use of any extravascular closure device, is a well-known potential complication and is listed in the IFU as such. Neither the phr nor the product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the device has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the device was removed, the indicator window of the 5f exoseal vascular closure device (vcd) did not change, ¿absence of mobilization of the fins", which would normally prevent the vascular parietal passage of the device. It was therefore impossible to deploy, or ¿drop the device¿ (security preventing the release in the absence of mobilization of the fins). This resulted in an occurrence of a hematoma at the point of puncture and eventually a pseudo aneurysm at the point of arterial puncture. The product will be returned for analysis.